Event description:
It was reported that this pacemaker system exhibited low out of range impedance measurements for the associated non-boston scientific right atrial (ra) and right ventricular (rv) leads. Technical services (ts) discussed available programming settings for alerts. This device remains in service. No adverse patient effects were reported.